Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that while preparing for an endovascular procedure, when the physician removed the sds genesis 9x25mm 135 cm stent mounted on an opta pro balloon catheter the stent was noted to be loose/not tightly mounted/crimped on the stent delivery system (sds). The physician then tried to advance the sds/device through the stopcock and noted that during advancement the balloon was backward/kinked/bent. The device was withdrawn from the patient and another device was used to complete the procedure successfully. The stent was not deployed and was still on the sds when it was removed from the patient. There was no reported patient injury. Additional information indicated: the physician did not attempt to tighten/crimp the stent further on the sds and decided to use the device as is. The loose crimp was noted when the physician flushed the device. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU no additional information including target lesion information is available. The product was returned for inspection. One non sterile sds genesis 9x25mm 135 cm pro catheter was received coiled inside a plastic bag. The stent was moved from its original position. No other damages were noted. During microscopic analysis crimping marks were observed between the marker bands and residues of inflation media were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ loose crimp was not confirmed since crimping marks were noted in the balloon and residues of inflation media were found in the balloon. The reported body/shaft kink bent was not confirmed since no kinks were found. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. At this time there is not enough information to draw a clinical conclusion between the device and the reported event.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that while preparing for an endovascular procedure, when the physician removed the sds genesis 9x25mm 135 cm, stent mounted on an opta pro balloon catheter. The stent was noted to be loose/not tightly mounted/crimped on the stent delivery system (sds). The physician then tried to advance the sds/device through the stopcock and noted that during advancement, the balloon was backward/kinked/bent. The device was withdrawn from the patient and another device was used to complete the procedure successfully. The stent was not deployed and was still on the sds when it was removed from the patient. There was no reported patient injury. Additional information indicated: the physician did not attempt to tighten/crimp the stent further on the sds and decided to use the device as is. The loose crimp was noted when the physician flushed the device. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU). The procedure was elective. The approach for the procedure was femoral. No additional information including target lesion information is available.